Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital via ambulance and admitted into the intensive care unit (ICU) due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels of 27.8 mmol/l (500.4 mg/dl) while wearing the pod on the abdomen longer than 48 hours. At the hospital, the patient was given an insulin infusion. The pod was discarded.